Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately a couple weeks ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7078729.

Event description:
It was reported that patient was not able to get enough pain relief and was noted that patients spinal cord stimulator lead had multiple impedances. The patient underwent a spinal cord stimulator lead replacement procedure and was doing well post operatively. The explanted device will not be return.